Event description:
It was reported that a clinician attempted to push the bed on which the battery was reportedly not charged. Reportedly, she found the bed difficult to push by herself and requested help - which was provided. Reportedly, she pulled her back in the process of pushing the bed (with assistance). Although the serial number was requested, the hospital could not identify the specific bed. They reportedly did not document the serial number.